Event description:
Surgeon said the smart toe did not function properly. They opened another one and that one worked fine.

Event description:
Surgeon said the smart toe did not function properly. They opened another one and that one worked fine.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported event that the implant did not expand could not be confirmed since the returned device is conforming to specification. Therefore, the case could be classified as a non issue. With the labeling review, it was verified that the op tech reads: implants are delivered sterile - they need to be placed in the freezer (0 degrees c /32 degrees f, or below) for 2 hours or more prior to implantation. Note: to facilitate the shape memory process, the phalanges can be bathed in a warm sterile solution, between 37 degrees c (98.6 degrees f) to 40 degrees c (104 degrees f). We can conclude the root cause of this complaint is related to use. There is no similar complaint reported within the same lot number. One deviation from the specification was noted but not related to the reported failure (foreign bodies on 2 parts after sterilization, 2 non conform devices were scrapped (B)(4)).